Event description:
The customer reported the system time has to be reset regularly and the x-ray on lamp is not working. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cmos battery and the x-ray on lamp. System operates as intended. (B) (4).